Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became shattered and unresponsive after the customer was pushed while wearing the pump. There was no reported impact to the customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.